Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient from italy who was receiving in trathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 500mcg/day. The specific type of baclofen and lot# was not available. Other medications that the patient was taking at the time of the event were not available. On (B)(6) 2016, the patient experienced overdose symptoms, first drowsiness, after coma and still today ((B)(6) 2016) drowsiness. The physician suspected pump overinfusion and the pump was programmed to minimum rate. A review of the pump programming and logs did not show any anomalies. No diagnostics were performed and no surgical intervention was planned. The physician was planning an x-ray. The issue was not resolved and the patient status was alive ¿ no injury. On 02/10/2016- additional information was received from a healthcare provider via a company representative indicated the physician programmed a daily dose of 300 mcg/day. The x-ray did not reveal any anomalies about devices (pump and catheter). The physician did not remember if lioresal or compounded baclofen was used during the refill. The was patient feeling better.